Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for left ventricular automatic threshold detected as greater than programmed amplitude or suspended. Review of the presenting electrogram identified loss of capture on the left ventricular channel. The clinical observations were documented. No adverse patient effects were reported.